Event description:
A customer contacted beckman coulter (bec) reporting that less than 5 cubic centimeters (ccs) of diluent had leaked from the probe wash block on the coulter ac*t differential hematology analyzer while running patient samples. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. Although the leak was observed while running patient samples, there were no erroneous results generated or reported out of the laboratory in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to evaluate the instrument. The fse did not observe an active leak. Per telephone conversation, the fse confirmed the leak was intermittent based on the customer's report. Therefore, the fse replaced the vacuum pump and flushed the rinse block. Failure mode is related to a defective vacuum pump which needed to be replaced. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).